Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, the left ventricular (lv) lead in vector lv1 had high undefined impedance. At a clinic follow up, the lead impedances appeared to stabilize. The physician did not believe there was anything else to review and was satisfied with the lead impedances and threshold measurements. The lv lead remains in use. No patient complications have been reported as a result of this event.